Event description:
Boston scientific received info that this right atrial (ra) lead became dislodged. A revision procedure was performed and the physician elected to explant and replace this lead. No adverse pt effects were reported during the procedure. All available info indicates that the product remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. Provided event states that both the physician chose to explant the lead and that the lead remains implanted. An explant date was provided. Therefore, it is assumed this lead is no longer implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.